Event description:
It was reported that during a percutaneous transluminal angioplasty, catheter removal difficulties were encountered and a balloon detachment occurred. The stenosed lesion was located in the arterial pulmonalis. An 8f sheath was inserted via the femoral vein, and a non-bsf 0.035 guide wire was advanced to the lesion. The lesion was dilated with the xxl balloon dilatation catheter three times. The balloon was attempted to be withdrawn; however, strong resistance was met. Therefore, the balloon was inflated and deflated again to refold properly. The physician attempted to withdraw the balloon again, but only two thirds of the balloon was retracted into the sheath. The physician attempted to retract it for "a while"; however, the balloon became separated from the shaft. The separated balloon was removed with the sheath. No portion of the device was left in the pt. The procedure was completed with this device. No pt injuries or complications were reported. Pt status is listed as "no problem".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.